Manufacturer narrative:
The c-taper cocr lfit head 28mm/-3; cat# 06-2898, lot# mhan70 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the reported product luxation. An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It has been reported that: surgery (B)(6) 2011 (approx.). Pt was discharged from hospital. While he went to chemotherapy sessions, there was a product luxation. Surgery (B)(6) 2011(approx.): the ref. (B)(4) were explanted and replaced.